Event description:
New information received notes that the patient's right ventricular leadless pacemaker was explanted. The patient was stable.

Event description:
It was reported that the patient's right ventricular leadless pacemaker exhibited premature battery depletion. No further information was received.

Manufacturer narrative:
A lower-than-expected battery voltage as reported was confirmed. The root cause of the issue could not be determined.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Final analysis found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.